Event description:
The customer reported that there was poor image quality. They were unable to get a clear picture. The problem seemed to be either the controller board and/or the x-ray tube.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep tried to replace both the tube and controller board. These did not fix the problem. Over a series of days, he ordered and tried multiple parts, including a ccd camera, which turned out to be defective. He finally replaced the video switch board for intermittent non-fluoro. He replaced the motherboard for loss of memory and slow to response problem. He replaced a broken key switch and cmos battery also. The battery was below 4.5v spec. The system operates as intended.